Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that loss of capture was noted on the right ventricle (rv) leadless pacemaker (lp) resulting in the patient experiencing arrhythmia and fatigue. Diagnostic imaging was performed and dislodgment of the rv lp was observed. A revision procedure was performed; however, the rv lp was unable to be successfully retrieved as it was stuck in the anatomy of the tricuspid valve. The rv lp was deactivated and replaced to resolve the event. The patient was in stable condition.